Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had diabetic ketoacidosis and high blood glucose level. Customer's blood glucose level was 574 mg/dl when he went to emergency room and then admitted to hospital on (B)(6) 2018. Customer's blood glucose level was 314 mg/dl at the time of incident and customer's current blood glucose value was 200 mg/dl. Customer was treated with syringe. Customer alleged for possible under delivery of insulin. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer performed displacement test and insulin pump alarmed for no reservoir. Customer reports insulin exited at the quick release. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.